Manufacturer narrative:
(B)(4). Customer indicated that device will be returned. (B)(6). Investigation of this incident is currently ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
It is reported that the articular surface would not insert into the mating implant. A different articular surface was utilized to complete the surgery. No adverse effects to the patient were experienced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The articular surface was returned for further evaluation. Visual inspection of the device found that the dovetail feature is flared on one side and compressed on the other. Compression of this feature is an indication that the device was inserted using the incorrect angle of approach or was inserted multiple times. Visual inspection also found nicks and gouges along multiple surfaces of the device. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. The damage of the returned device indicates that surgical technique was not properly followed. Therefore, the root cause of the issue stems from user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.